Manufacturer narrative:
The UDI has been added to the dedicated d.4 section and manufacturing device date has been corrected due to previous one being inserted incorrectly. H10: based on previous investigation results, the potential causes are: defective boards for which the signals were not transmitted; blocked motor (spindle) due to mechanical failure; defective hall sensor located on the erc stator. Through follow-up communication livanova learned that blood spilled in the erc unit. The biomedical engineer of the hospital disassembled the unit and cleaned up the dry blood and, after reassembly of device, the erc was functioning. Based on the available information, it cannot be ruled out that dried blood residues affected mechanical movement of the clamp and that the issue could be solved by cleaning of the clamp.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 erc tubing clamp / 500mm. The incident occurred in (B)(6) . Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 erc tubing clamp / 500mm was alarming and could not open or close during procedure. There was no report of patient injury.